Event description:
Procedure- laparoscopic total hysterectomy with bilateral salpingectomy ligaure blunt tip without nano-coating 37 cm laparoscopic sealer/divider - stryker sustainability solutions (ref# lf1837 lot# 15383954 exp 11/02/2026) not activating for use after being plugged into ligaure machine (full circle was present, indicating instrument was recognized by machine, but handpiece was not doing anything when surgeon attempted to use). Handpiece was removed and new (non-reprocessed blunt tip ligasure) was opened and used for procedure. Patient was not harmed.